Manufacturer narrative:
(B)(4). Reported event was confirmed per the visual examination of the returned product which identified the tip fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip of the inserter was fractured into the patient's burr hole. The broken fragment was unable to be retrieved from the patient's body. Attempts have been made and no further information has been provided.